Manufacturer narrative:
Investigation in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the exact serial numbers of the devices subject of the events is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that employees sustained cuts to their hands while handling their three level manifold racks. It is unknown if medical treatment was sought or administered.